Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient not washing their hands appropriately for pd therapy. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with injection (inj.) Gentamycin and inj. Fortum (further details not reported) for peritonitis. Nine days later, the patient's catheter was removed, pd therapy was discontinued, and the patient was switched to hemodialysis. Five days later, gentamycin and fortum treatment was discontinued for peritonitis. Five days later, the patient was discharged from hospital. At the time of this report, the patient had not yet recovered from peritonitis. On an unreported date, the patient was retrained in aseptic technique. No additional information is available.